Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, after intraocular lens implantation surgery, there was discomfort in the vision, surgery was completed after replacement the symptoms was resolved and there was no problem.